Event description:
It was reported that the stapler jammed. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73h1600687 was manufactured on 08/29/2016 a total of 18,000 pieces. Lot was released on 09/01/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appear to be properly aligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 29 staples left in the cartridge indicating that at least 6 staples have been fired by the end user. Reference file anp1900062609 for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly load and close. This was repeated two more times with the same result. To simulate skin insertion, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. On the next attempt, however, the staple was unable to form properly. The staples became misaligned at this point. The stapler was disassembled and the staples were manually realigned. After reassembly, the remaining staples were all able to properly fire. It could not be determined what caused the staples to become misaligned during testing and prevent a staple from properly forming. The staple tips were microscopically examined and no burrs or defects were observed. Reference file anp1900062609 for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign during testing and p revent a staple from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "clips jammed" was confirmed based upon the sample received. Upon functional inspection, the first 6 staples fired properly. However, on the seventh attempt, the staples became misaligned. After manually realigning the staples, the remaining staples were able to fire properly. It could not be determined what caused the staples to misalign during testing. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed. There was no patient injury.